Event description:
As reported by the user facility: tubing disconnected from metal needle. Resulted in a chemo spill onto the patient. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with this incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The wing/cannula assembly was noted to be disconnected from the smallbore tubing at the insertion site due to improper duckbilling of the tubing when the needle was solvent bonded to the tubing. The house retains for the reported lot were subjected to pull a test at the bonded joints using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There has been no other complications of this nature against this set.